Event description:
It was reported by service report that the brake could not be engage due to the brake tip missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.